Event description:
The accounts maintenance alleged a patient was able to leave the bed and fell. He stated the bed did place a bed exit call to nurses station, but the staff did not pay attention to it. The nurses expected the bed to place a local alarm and it did not place a local alarm. Maintenance stated this bed was just upgraded to the patient positioning monitor (ppm) and he thinks the bed should be able to place a local alarm just like the newer versacare they just received. No injuries were reported.

Manufacturer narrative:
The ppm kit contains a new scale board which does not have a piezo alarm but has a connector to allow for an additional external buzzer. An external buzzer kit would be needed to allow an audible local alarm. The account was sent a buzzer kit to enable the bed to place a local alarm. The technician attempted to investigate the event but the account would not release any information to him or allow him to see the bed.